Manufacturer narrative:
The facility replaced the head up valve and coil but the head section could still not be elevated. Technical support instructed the account to lift the head section manually to test the cylinder and to replace the hydraulic manifold if the cylinder was functioning properly. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Alleged the head section will not rise using either siderail.